Manufacturer narrative:
During inspection and testing, the reported issue (low air flow through port channel) was confirmed. In addition to foreign material in nozzle, service found insulation was out of specification, the plastic distal end cover was scratched, there were small chips around the objective lens (not affecting image), there were small chips around the light guide lens edge, the adhesive on the bending section cover was cracked, the insertion tube was buckled with internal elements stretched, the light guide tube was buckled, the bending angle in down direction was out of specification, and there was a customer¿s label on the grip. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the air flow through port channel was low. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the nozzle was clogged with foreign material (black debris). This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.